Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 564 mg/dl. The customer could not find the rewind button in the instruction booklet for the insulin pump. The customer did not treat their blood glucose because they wanted to fix their insulin pump first. The customer was assisted with trouble shooting and was advised to change the reservoir set. The customer's blood glucose was 410 mg/dl after troubleshooting and delving insulin to the body. The customer did not return the product back for analysis.